Event description:
The lithotripsy machine, c-arm, and monitor component were brought for an eswl (extracorporeal shock-wave lithotripsy) procedure. However, biomed was not called to check for the grounding of these devices. During the procedure, smoke was coming from what was presumed to be the c-arm or monitor. The department's c-arm and monitors was subsequently used and the other equipment brought out. However, smoke continued to build when the procedure resumed. The procedure was ultimately aborted due to the malfunctioning of the eswl table itself. Biomed was informed of this occurrence. After assessment of the eswl table, it was noted that the processor chip within the computer had blown.